Manufacturer narrative:
This report is being filed outside the 30 day requirement, as this MDR filing is related to align technology's (B)(4) based on form FDA (B)(4) inspection observations, (B)(4) issued on (B)(4) 2010.

Event description:
On (B)(6) 2009, the pt's father reported that his daughter was going thru medical side effects as a result of wearing the first set of aligners. The pt had swelling and hives on her tongue, her lips were bruised, gingival bleeding, redness on her gums, vomiting, nausea, sensitivity, soreness of teeth, locked jaw sensation (jaw clicking) and headaches.